Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed an intermittent failure to operate on battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported failure to be an electrically leaky filter, designator fl4, from the power supply module.

Event description:
Customer reported that the device intermittently failed to operate on battery source but powered on ac. There was no report of pt use associated with the reported issue.